Event description:
Caller reported a cartridge alarm issue with her insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer successfully reloaded a cartridge using the proper technique and resumed insulin therapy, with cts resolving the issue and advising her to call back if the problem persists.